Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set started leaking from an unspecified location. This was noticed during use of the device for peritoneal dialysis (pd) therapy. The patient stated, ¿it was not leaking all of the time¿. One day prior to the receipt of this report, the patient¿s transfer set was changed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.